Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set MRI mode due to high impedances. Reportedly, the high impedance started following a fall. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.